Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range impedance measurements greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Oversensing of noise on the ra channel was also observed. In clinic testing showed out of range impedances in both unipolar and bipolar. Isometrics and pocket manipulation were able to reproduce the noise. Further review found oversensing of the minute ventilation signal. Boston scientific technical services (ts) suggested obtaining an x-ray to determine if there was a lead or possible connection issue. The field representative is attempting to obtain additional information. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the right atrial (ra) lead was explanted due to a fracture in the subclavian area. This occurred due to an extremely medial insertion. A new lead was successfully implanted. The pacemaker remained in service.